Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced stimulation on the left side of the chest and presented in clinic. Upon interrogation, the left ventricular lead exhibited high capture threshold, high output pacing, and loss of capture. Programming changes were made. The patient was in stable condition.